Event description:
A failure code 812:02. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed customer stated incident occurred during set up.